Event description:
During the procedure, the mapping catheter was difficult to remove from the patient. Following completion of mapping, removal of the catheter was started and after a few minutes, the catheter could not be removed. A non-abbott 8f sheath was retracted over the mapping catheter towards the handle. Fluoroscopy revealed that one of the inquiry diagnostic catheters was threaded through the grid splines, preventing removal of the hd grid. The inquiry catheters were removed and the hd grid was able to be removed from the groin. Upon inspection outside the patient, the hd grid catheter appeared deformed but intact. The patient was stable throughout the procedure with no complications or adverse events/outcomes. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction information: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. D1, d4, h4.